Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, gradually rising overtime. This condition was identified prior to a magnetic resonance imaging (MRI) procedure. Technical services (ts) was consulted and recommended a lead revision before clearance for MRI procedure. Following health care professional (hcp) discretion, all therapy was disabled for this patient. No adverse patient effects were reported. This rv lead remains in service.